Event description:
The customer was unable to get a blood glucose reading on his contour meter. He administered insulin anyway and then fainted. There was no medical intervention. Customer's meter was replaced and he is to return his meter for evaluation.